Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that 2 days after intra-aortic balloon (iab) insertion, a"rapid gas loss¿ alarm was generated. The iab was adjusted, but there was still an alarm. The iab was found to be broken after removal.the customer stated they found a hole in the membrane. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering a quarter of the balloon. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and seven leaks were detected on the membrane located at approximately 16.5cm (3 leaks), 16.8cm, 17.3cm, 17.5cm and 17.8cm from the rear seal measuring 0.013cm, 0.038cm x 3, 0.051cm, 0.064cm and 0.089cm in length. The reported problems were most likely triggered by leaks which were found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We were unable to determine when the penetrations occurred. The evaluation confirmed the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that 2 days after intra-aortic balloon (iab) insertion, a"rapid gas loss¿ alarm was generated. The iab was adjusted, but there was still an alarm. The iab was found to be broken after removal.the customer stated they found a hole in the membrane. The iab was replaced. There was no reported injury to the patient.